Manufacturer narrative:
Device used for treatment, not for diagnosis. Date of event: andreacchio, a; et al (2016) comparison between external fixation and elastic stable intramedullary nailing for the treatment of femoral shaft fractures in children younger than 8 years of age. This report is for an unknown elastic intramedullary nail (unknown quantity/unknown lot). The investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after subsequent review of the following literature article: andreacchio, a; et al (2016) comparison between external fixation and elastic stable intramedullary nailing for the treatment of femoral shaft fractures in children younger than 8 years of age. J pediatr orthop b; 25:471-477. This is a retrospective study to compare external fixation (ef) with elastic stable intramedullary nailing (esin) for the treatment of femoral shaft fractures in children younger than 8 years. All children who underwent surgical treatment for femoral shaft fracture from january 2006 to december 2011. There were 15 children (8 males and 7 female) treated with ef (group a) using the maxillomandibular fixation external fixator ((B)(4)) and 23 patients (17 male and 6 female) treated with esin (group b) using two flexible nails of the same diameter ((B)(4)). In group b, one event of hardware migration was recorded. That patient underwent two consecutive surgical interventions to replace the nails to the correct position at 19 and 31 days from the initial surgery, respectively. Hardware removal was performed an average of 7 months (range, 3¿14) after the index surgery in group b. In group b, according to flynn¿s criteria, outcome was rated as excellent in 22 patients and satisfactory in one patient. This report is for 1 of 1 for (B)(4). This report is for an unknown elastic intramedullary nail and refers to the serious injury / reportable malfunction for case 36, (B)(6) male who experienced nail migration and 2 consecutive surgical interventions to replace the nail.